Event description:
Death [death]. Case narrative: this spontaneous serious medical device report was received on 19-oct-2020 and forwarded to eusa pharma on 20-oct-2020 from other health care professional FDA. This report concerns a male patient of unspecified age (ethnic origin: not reported) who died while being treated with caphosol. The patient's current medical condition included malignant neoplasm of base of tongue. The patient had used caphosol solution (calcium phosphate) (device type: saliva, artificial) (lot number: 19101/19102 and expiry date: not reported) for an unknown indication. This device was not available for evaluation. The concomitant medications included travoprost, tramadol, prednisone, hydrocodone, gabapentin, and famotidine (dosing regimen details were not reported) for an unknown indication. The patient's wife reported that the patient passed away. On (B)(6) 2020, the patient died. It was not reported whether an autopsy was performed or not. The cause of death was unknown. The outcome reported as fatal. The reporter did not assess the causal relationship between caphosol and the reported event of death. The device type was saliva, artificial and the market authorization holder name was eusa pharma (UK) limited, authorization type, and authorization number was not reported. The adverse incident reported was death. This was an initial serious case report (death and medically significant). No further information was provided. A query was raised for the expiration date. Follow up serious medical device report was received by eusa pharma on 13-nov-2020 from other health care professional FDA (MDR number: mw5097155). A complaint had been registered under: (B)(4). On 11-nov-2020, the investigations showed that appearance was clear, colourless solution, practically free of particles. Identification test showed that sodium content using ic, phosphate identification using uv and chloride identification using potentiometry was positive. Ph at 25 degree celsius was 7.22 (reference range: 7.00-7.40). Uv-vis absorption showed less than 0.10 at 220-400 nm (reference range: less than 0.10 at 220-400 nm) and less than 0.05 at 401-800 nm (reference range: less than 0.05 at 401-800 nm). Individual extractable volume was 15.0 gram (reference range: greater than or equal to 15 gram). The assays showed that sodium content (ic) was 107.7 mmol/l (reference range: 97.2-118.8 mmol/l), phosphate content (uv) was 6.1 mmol/l (reference range: 5.3-6.5 mmol/l), chloride content (potentiometry) was 98.7 mmol/l (reference range: 87.9-107.5 mmol/l) and oxidized substances was 0.1 ml (reference range: less than 0.5 ml na2s2o3 0.01 m. Bioburden or biocharge showed that total aerobic count was less than 1 cfu/100 ml (reference range: less than or equal to 100 cfu/100 ml), yeast and mold was less than 1 cfu/100 ml (reference range: less than or equal to 10 cfu/100 ml). Salmonella, e. Coli, pseudomonas aeruginosa and staphylococcus aureus was absence. Review of the batch file was done. The cause category was 5m (level 1) and root cause not found failing system (level 1). Other complaint class after investigation was not confirmed investigation report showed: review of the batch file: all stages of the manufacturing process are compliant (cleaning, manufacturing on 21/06/2019 and 23/06/2019, sterilization) and did not show any element related to the observations made by the user. The microbiological and physicochemical analyses reported on the release analysis certificate comply. The additional microbiological and chemical analyses carried out on the retention samples comply dated on (B)(6) 2020. Caphosol a and b lot: 19101 and 19102 products had an expiration date of 06/2022 and meet specifications described. Root cause investigation reported: there was nothing in the batch file to explain the problem encountered. The patient's cause of death was unrelated to the use of caphosol a and b products and cannot be attributed to unither laboratory. Since january 2019, no such claim (death of a patient following the use of caphosol a and b) had not been recorded for productions carried out in the plant with this dose model. It was concluded that no CAPA would be set up with regard to the above elements and in the absence of recurrence. The complaint was classified as unconfirmed. Company comment: the medical device report was assessed as serious (fatal). Death was unlisted for caphosol as per the reference safety information. Considering the temporal sequence, current knowledge and known safety profile of the drug, the causal relationship between the device caphosol and the event death was assessed as not related, as the event is most likely related to the underlying malignant neoplasm of base of tongue. This single case report does not modify the benefit / risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis. Case comments: the medical device report was assessed as serious (fatal). Death was unlisted for caphosol as per the reference safety information. Considering the temporal sequence, current knowledge and known safety profile of the drug, the causal relationship between the device caphosol and the event death was assessed as not related, as the event is most likely related to the underlying malignant neoplasm of base of tongue. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Death [death]. Case narrative: this spontaneous serious medical device report was received on 19-oct-2020 and forwarded to eusa pharma on 20-oct-2020 from other health care professional FDA (MDR number: mw5097155). This report concerns a male patient of unspecified age (ethnic origin: not reported) who died while being treated with caphosol. The patient's current medical condition included malignant neoplasm of base of tongue. The patient had used caphosol solution (calcium phosphate) (device type: saliva, artificial) (lot number: 19101/19102 and expiry date: not reported) for an unknown indication. This device was not available for evaluation. The concomitant medications included travoprost, tramadol, prednisone, hydrocodone, gabapentin, and famotidine (dosing regimen details were not reported) for an unknown indication. The patient's wife reported that the patient passed away. On (B)(6) 2020, the patient died. It was not reported whether an autopsy was performed or not. The cause of death was unknown. The outcome reported as fatal. The reporter did not assess the causal relationship between caphosol and the reported event of death. The device type was saliva, artificial and the market authorization holder name was eusa pharma ((B)(4)) limited, authorization type, and authorization number was not reported. The adverse incident reported was death. This was an initial serious case report (death and medically significant). No further information was provided. A query was raised for the expiration date. Company comment: the medical device report was assessed as serious (fatal). Death was unlisted for caphosol as per the reference safety information. Considering the temporal sequence, current knowledge and known safety profile of the drug, the causal relationship between the device caphosol and the event death was assessed as not related, as the event is most likely related to the underlying malignant neoplasm of base of tongue. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Case comments: the medical device report was assessed as serious (fatal). Death was unlisted for caphosol as per the reference safety information. Considering the temporal sequence, current knowledge and known safety profile of the drug, the causal relationship between the device caphosol and the event death was assessed as not related, as the event is most likely related to the underlying malignant neoplasm of base of tongue. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.